Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements. Noise was also observed without oversensing. Boston scientific technical services (ts) was consulted and further testing was recommended. Further information was received that pacing inhibition was observed greater than two seconds due to the noise this lead exhibited. It is planned to perform a lead revision. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements. Noise was also observed without oversensing. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.